Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the end of the fiber broke in the scope. Break is approximately 2 to 4 cm from fiber tip. Fiber was being used with a lumiens versa puls settings were 4 and 20.